Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis high blood glucose level of 606 mg/dl. The customer's blood glucose was 347 mg/dl. The customer also stated that they had battery out limit. The customer was wearing the insulin pump at time of hospitalization. The product was returned for analysis.